Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was very dissatisfied with the device because they have lost at least 1 inch in length. The patient stated they no longer have feeling and can no longer have an orgasm or receive pleasure. The physician and specialist advised the patient that it was working as intended and there is nothing they can do for the patient. There were no additional patient complications reported.